Event description:
It was reported that during a routine inspection, it was discovered that the bearing was worn out on the craniotome device. During in-house engineering evaluation, it was observed that the device had vibration. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6) 2014. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be vibration due to worn out and damaged bearings, which is from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.